Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product ID 439688 implanted: 2015(B)(6). (B)(4).

Event description:
It was reported that during a device interrogation, the right ventricular (rv) lead showed high rv coil and high superior vena cava (svc) coil impedance measurements and the left ventricular (lv) lead impedance was also high. It was noted the polarity of the lv lead was programmed tip-rv coil and the lv lead did not show "anomalous value" when the rv coil was not used. In addition, pocket manipulation and shifting in posture tests were carried out to check the possibility of noise with rv coil and svc coil respectively after egm source was changed and as a result, the polarity with source of rv coil sometimes showed anomalous wave. A loosened pin was suspected and the device was reprogrammed. The physician decided to continue to monitor the patient via remote monitoring due to the condition of the patient at the time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned, however, performance data was collected from the device, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.